Manufacturer narrative:
The sample was received for analysis and the reported issue of the flange eyelet broken was confirmed. No lot number was provided. The damage observed in the sample would have been detected immediately in the manufacturing process. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report which stated the cotton tape attachment hole of the tube's neck plate (flange/flange eyelet) was torn. Recannulation with a replacement tube was performed. The customer reported that there was no patient harm.

Event description:
Medtronic received a report which stated the cotton tape attachment hole of the tube's neck plate (flange/flange eyelet) was torn. Recannulation with a replacement tube was performed. Customer indicated there was no patient injury with this event.